Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of incident. The customer was not admitted into the hospital as a result of high blood glucose. Customer did not experiences any symptom related to the high blood glucose. Troubleshooting was performed for blank display. The customer was treated with the manual injection. The customer also reported that insulin pump had blank display. The insulin pump will be returned for analysis.